Event description:
On (B)(6) 2013, it was reported that the check button on the patient's infusion device was not functioning. She changed the battery in the device and it then displayed e8 (power interrupt). She could not clear the e8 message because the check button was still not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The e8 were found in the history. The down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated down button and it is not possible to confirm the e8 (power interrupt) error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.